Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 06/29/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/10/2015 with the following findings: the leak test failed due to a cracked pump case at the case seal/top right corner of the display. The pump was opened and evidence of moisture was found internally. The display was damaged with a horizontal line through the display from a bad display flex. A test display was used and the display was clear and legible. Unrelated to the original complaint, the pump did not vibrate, but the audio function worked properly. The pump was opened and the vibration motor connector pins were found to be misaligned. The vibration motor was connected to an external power source and the vibration motor vibrated properly. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).